Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009-, explanted: (B)(6) 2016, product type: catheter. Product ID: 8590-9, lot# n209801, implanted: (B)(6) 2009, explanted: (B)(6) 2016,0 product type: accessory. The pump was returned and analyzed. The pump reservoir had 7 ml in it upon return. Bench testing revealed that the pump was overinfusing by more than 14.5% at standard conditions and typical therapeutic rate. Long term dispense and weight testing will be performed. The destructive root cause analysis was postponed until long-term testing is complete.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 2000 mcg/ml; 200 mcg/day via an implantable pump. The indications for use were intractable spasticity and other spasticity. Beginning on approximately (B)(6) 2015, the patient experienced confusion and aphasia; however, there was no change in the patient's spasticity. Diagnostic testing for a stroke was negative, no dye study was performed and no x-rays were performed of the catheter. The pump's daily dose had been steadily decreased and oral baclofen was initiated. The pump and catheter were explanted on (B)(6) 2016. It was unknown if the issue had resolved at the time of the report. The patient's status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Destructive analysis has finished. No new anomalies found during destructive analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.